Manufacturer narrative:
Outcome attributed to adverse event; corrected data: the previously submitted MDR inadvertently provided an incorrect outcome attributed to adverse event.

Event description:
Further information was received indicating that the patient is currently still receiving the therapy for the vocal cord paralysis, but there is only very limited improvement to his vocal abilities. It was reported by a surgeon that the paralysis may be permanent. The patient will be seen be a specialist. It was also reported that the device was turned off since more than 4 months ago.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient had presented a dysfunction of the left vocal cord after surgery. It was reported that the patient was examined by an otolaryngologist and the latter confirmed that the patient presented left vocal cord paralysis. The patient's device was programmed at output current 0.125ma, frequency 20hz, pulse width 250usec, on-time 30sec and off-time 5min. It was reported that it was being considered to have the device disabled for 4 months, but it was not confirmed to date whether the device was disabled or not. No known surgical interventions have occurred to date.